Manufacturer narrative:
The saw blades packaging have been analysed visually and microscopically. The complained spot mentioned by the customer can be identified more or less pronounced on each provided packaging. No perforation could be identified on any of the provided products during an optical examination. Furthermore a incident light photography of the spots revealed that the sealed seams are unimpaired. The edge of the central dome is grayish due to the fact that the seal material is slightly transparent in that area, therefore the subsurface can be seen. On an opened packaging and with transmitted light photography the integrity of the packaging can also be confirmed. Furthermore the packaging has been perforated in the course of the investigation with a needle to show how such a spot appears. Additionally a so called "leak test (bubble test)" has been performed on the 37 unopened saw blades to confirm the tightness of the packaging. No deviation could be found on any of the tested packagings. After the investigation it can be confirmed that all saw blades packaging are according to the specification. The conspicuous spot is only optically and manufacturing-related, but has no impact on the tightness of the packaging. During the packaging process a tightness test on sample basis is performed, furthermore an 100% optical inspection took place during the finale inspection. The device history records have been checked for the available lot numbers and found to be according to the specification, valid at the time of production. There is no indication for manufacturing failure. No further complaints registered in the past against the same lot numbers.

Event description:
It was reported that there was an issue with the packaging of the saw blade. The paper side of the sterile packaging shows a pressure mark and the client fears that maybe sterility cannot be guaranteed here. There was no patient harm. The malfunction is filed under aag reference 400437130.